Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported there was a battery fault, and the battery could not be charged. There was no patient involvement. The authorized service provider (asp) advised checking the battery and charging circuit. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the authorized service provider (asp) advised to check the battery and charging circuit. The asp confirmed the reported problem. The battery is faulty. The asp reviewed error log and no error code was present to indicate a battery failure. The asp replaced the battery and testing was performed and passed. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.